Event description:
It was reported that during an attempted implant the lead helix was unable to retract after multiple attempts. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.